Manufacturer narrative:
1. The customer returns 4 photos, which show that there are foreign matters attached to the surface or gathered at root of the needles. The batch code is 4109450. 2. DHR/bhr review lot#4109450. 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matters are found attached to the surface of the needle or gathered at the root of the needle. 4. Cause analysis: 1-according to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone. The needles of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the needle for penetration. Bd's materials laboratory in the united states conducted a normative test on the silicone used in the product process, and the test results showed that the silicone was a lubricant for medical device products, which met the requirements of relevant iso and FDA standards. 2-before puncture, push and pull the needle up and down for many times, which will cause silicone to accumulate at the root of the needle. The IFU of the product indicates that before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 5. After the needles are lubricated, the excess silicone is removed by blowing. The plant has required the blowing pressure to be increased (within the parameters) to reduce the adhesion of silicone on the surface of the needle. Conclusion(s): 1-there are no abnormalities in the product process, no material and process changes. 2-the returned photos show that there are foreign matters attached to the surface or gathered at root of the needles; according to intima ii production process analysis, the foreign matters are the precipitate of 1502c lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards; the plant has required to increase the blowing pressure after needle lubrication to reduce the adhesion of silicone on the surface of the needle; another suggestion: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion, and do not push and pull the needle up and down to avoid accumulation of silicone and needle through catheter.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc hp had foreign matter while performing an indwelling needle operation, the nurse noticed multiple uneven, non-smooth surfaces on the body of the indwelling needle and a lint-like foreign body at the end of the indwelling needle. This may cause the foreign material to enter the patient's body and cause serious injury to the patient. This batch of products repeatedly appeared the same problem, suspected product quality problems.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.